Event description:
It was reported that 4 distal screws which were used with distal femur component(160mm) were broken and the surgeon tried to remove them. In the removal operation, loosening of the distal femur component was noticed. He noticed the breakage of the anchorage stem. He removed the anchorage stem from the bone. 120 mm bone was cut, but there were not enough extension pieces. (There were only each 60mm, 80m, and 100mm piece.), so he used 100mm extension piece and new anchorage stem. The lengths of the femur became short (20mm).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femur. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).